Manufacturer narrative:
The insulin pump was received with missing retainer, reservoir tube o-ring missing, scratched case, pillowing keypad overlay, and minor scratched lcd window. We were unable to perform the displacement test due to missing retainer. No crack on the reservoir tube or reservoir tube lip noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack in reservoir department. The customer's blood glucose was unknown. The customer agreed to return insulin pump for analysis.